Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that there was a "malfunction in the paddle support." There was no patient involvement.